Event description:
Information was received indicating that this ambulatory infusion pump exhibited infusion issues. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had cracks on the top corners and handle of the case and a cracked left plunger case. The event history log had no related findings. Functional testing included flow and occlusion testing. Multiple flow and occlusion tests were unable to duplicate the field observation. The pump also passed delivery accuracy testing. Based on the evidence, the complaint was unable to be confirmed.